Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is a capsular contracture, baker grade IV and exchange due to concern with textured product.

Event description:
Patient reported right side ¿pain, swelling, redness¿, ¿capsular contracture, baker grade unknown¿ and ¿skin rash.¿ patient also reported ¿masses¿ and ¿headaches¿; these events are not device related. Physician reported a capsular contracture, baker grade IV and exchange due to concern with textured product. The device has been explanted and replaced.